Event description:
Procedure type: unknown. According to the reporter: as the trigger was pulled the blade only fired intermittently. Then the clear plastic dome on the top of the trocar split in two while inside the patient. Half of the dôme was removed, however, the other half was never found. They did not extend the incision. They retrieved the piece they found laparoscopically. For the specific case, at the end, they made one of the incisions bigger, but that was not done because of the visiport. As to the extended time, the surgical time was not increased for the procedure. However, the anaesthetic time for the patient was increased for approx 30-40min due to having to x-ray the patient at the end of the case, which had to be done prior to the patient being woken up and taken out of recovery. Patient was fine and discharged from hospital. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 11/24/2008.